Event description:
It was reported that pump, had loose charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support follow up, and no additional information or corrective actions were obtained before case was closed.